Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Stimulation was restored.

Event description:
Additional information received indicates that surgical intervention may be taken at a later date to address the issue,

Manufacturer narrative:
The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. An ipg replacement surgery has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.